Manufacturer narrative:
Sex: unk, weight: unk, ethnicity: unk, date of event: unk, explant date: na, PMA/510k : this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter into the patients right eye (od) on (B)(6) 2021. This lens was the replacement lens for MFR. Report#: 2023826-2021-03077. Due to iris prolapse during the exchange, the pupil was distorted temporally outward. The iris prolapse has been resolved and no surgical intervention will be performed. The lens remained implanted and the patient will be strictly monitored.